Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿lower lip lines¿ with 0.55ml of juvéderm volbella® xc. Approximately 3 months post injections, patient experienced ¿delayed hypersensitivity and granuloma." Biopsy was not provided. The patient was treated with ¿one medrol dose pack¿. The symptoms are ongoing.